Manufacturer narrative:
One device was returned for analysis. A review of the event history log (ehl) showed a force sensor test error. A functional test was performed and the reported issue was duplicated. The cause of the reported issue was due to fluid ingression. As a result, the printed circuit board, force sensor, and plunger case were replaced. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump had a force sensor background failure (B)(6). There was no patient involvement.